Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was received loose in a plastic bag inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle. No damage observed. The lens was returned adhered to the outside of the device. Solution is dried on the iol, one haptic is broken/torn and not returned. The product investigation could not identify the root cause for the reported complaint "lens did not fully deploy" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the lens did not fully deploy. Additional information has been requested and received stating that the procedure completed on the same day. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).